Event description:
The doctor advanced the catheter up and over the arch, then pulled the wire out. The catheter immediately kinked. The dr tried to pull the catheter but the tip broke off in the iliac artery. The catheter was used after the labeled expiration date.